Event description:
It was reported that the customer experienced an issue with an insulin pump showing an incorrect fill estimate, specifically displaying 12 units when the expected amount was 260 units. There was no adverse impact to the customer's blood glucose level. The customer completed steps to address the issue, such as removing air from the cartridge and using room temperature insulin, but could not load a new cartridge. Technical support followed up, guiding the customer through proper cartridge loading procedures. The customer chose not to administer a bolus for an updated estimate and decided to monitor the situation further.